Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had particulate matter inside the IV (intravenous) fluid path. The particulate matter was described as brown spots in the drip chamber of the set. This was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The customer mixed up the lot numbers; therefore, the unknown lot number is now going to be reported as the leak-disconnection event which was previously reported in (parent) MDR report number 1416980-2024-03896. H11: the device was received for evaluation. During visual inspection, no brown/black spots were observed in the chamber. Hence, the reported defect of ¿contamination - pm fluid path¿ was not confirmed. However, the tubing was observed separated from the filter. The reported condition of leak-disconnected was verified. Upon further inspection, traces of solvent were present on the tubing and filter. The set is manually assembled. During the manual assembly process, the tubes ends are dipped into the medica solvent dispenser. The duration of the insertion time of the tube end within the medica solvent dispenser will affect the amount of solvent dispensed onto the tube, that is; the longer the insertion time in the medica solvent dispenser the more solvent is dispensed onto the tube. Therefore the cause of the event was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.